Event description:
It was reported that, during an attempted implant, the patient's right ventricular (rv) lead's helix could not extend. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).